Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was intermittently not completing its boot up cycle. This was observed during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio performed unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.